Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at inserter / tubing. (B)(6) 2024 patient was given an infusion using a closed IV indwelling needle, and when the indwelling needle was punctured, blood oozed out of the indwelling needle's bung after seeing a return of blood; the indwelling needle was rechanged and punctured again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. No defective sample and photograph have been received, and the abnormal states at the extension tubing and needle hub cannot be identified. 2. DHR/bhr review lot#4016580. 1-the products of this batch were assembled at intima ii auto line 2 in february 2024, and packaged at r240 package line and cfs package line in february 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the leakage cannot be determined because the abnormal states at the extension tubing and needle hub cannot be confirmed.